Manufacturer narrative:
Device received with cracked lcd glass and a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the displacement test due to a constant blank flashing white light on the display.

Event description:
The customer reported via phone call that the display was not working on insulin pump. The customer¿s blood glucose level was 242 mg/dl. The insulin pump will be returned for analysis.